Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed the safety assessment (runs in the load position), and loctite and cable assessment (cable frayed). It was determined that the lock cylinder and pawl release were damaged causing the failed safety assessment. The issue the damaged lock cylinder and pawl release is consistent trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause was determined to be due to user error. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the motor device was not working. During in-house engineering evaluation it was observed that the device failed the safety assessment (runs in the load position). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.